Event description:
It was reported that during a benign prostatic hyperplasia procedure the fiber started to fire out of the tip after approximately 35,000 joules, the physician possibly hit some stones. The procedure was completed with a second fiber without clinical consequences to the patient.